Event description:
Caller reported an error with their cgm, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing a complete pump reset, guiding them through the process, and successfully resolved the issue as the pump no longer displayed the error code. The caller was able to start their sensor session without further problems.